Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of ventricular tachycardia (vt) followed by pulmonary edema could not be conclusively established through this evaluation. The submitted log files captured events and data from 21mar2023 through 27mar2023. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into ventricular tachycardia followed by pulmonary edema. There were no low flows alarms. The patient was on inotropes, nitric oxide, and milrinone and was able to be paced and re-intubated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number:(B)(4).